Manufacturer narrative:
It was reported that "after the procedure was finished and the incision was closed the sterile drapes were removed. When the ioban drape was removed there was a skin tear to the distal medial thigh approximately 4 inches x 2.5 inches. At the same time there was noted to be a second skin tear to the proximal medial thigh approximately 6 inches x 0.5 inches." The facility further reported that "the skin tears were dressed with tegaderm dressings" and "md aware, sking tear dressed properly." It was also stated that "the patient's skin prior to the procedure was bruised and fragile." It has been determined that though the event did not involve a death or serious injury, recurrence could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
It was reported that "after the procedure was finished and the incision was closed the sterile drapes were removed. When the ioban drape was removed there was a skin tear to the distal medial thigh approximately 4 inches x 2.5 inches. At the same time there was noted to be a second skin tear to the proximal medial thigh approximately 6 inches x 0.5 inches." The facility further reported that "the skin tears were dressed with tegaderm dressings" and "md aware, sking tear dressed properly." It was also stated that "the patient's skin prior to the procedure was bruised and fragile."